Event description:
It was reported that a malfunction code was displayed on a pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to reset the pump, successfully did so, and was advised to continue using the pump with instructions to call back if the issue recurred.